Event description:
During an atrial fibrillation procedure, a blood leak was observed after closing the hemostasis valve on the sheath. There were no issues noted regarding connection or flushing. The sheath was replaced, and the procedure was completed with no adverse health consequences to the patient.